Manufacturer narrative:
Telephone number:(B)(6). Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a patient will be undergoing an intraocular lens (iol) exchange due to residual astigmatism and blurry far vision. Through follow up, it was confirmed that the lens was explanted from the patient's right eye. There was no unplanned vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens, model dib00 11.5 diopter was successfully implanted as a replacement. The patient was doing fine when discharged. The lens has been discarded. No other information was provided.